Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml dilaudid (hydromorphone) at 0.1202 mg/day. The reason for use was non-malignant pain. It was reported that there was a motor stall seen at initial interrogation. The patient recently had an MRI. The pump stalled at 1:0 9pm on (B)(6) 2018 (during MRI). The caller¿s current time was 3:15pm and the pump still has not recovered. It was reviewed to check logs (no stall recovery were seen.) It was then reviewed they should be checking the logs every 20 minutes and if they don't see any recoveries an option is to cover the patient with ¿pos¿ and bring them back tomorrow to check logs. The caller read the logs, no motor stall recovery occurred. It had been more than 2 hours since patient exited the MRI field. It was reviewed to consider covering the patient with non-pump medication and to periodically interrogate pump for stall recovery. The caller will keep checking patient's pump. There were no symptoms reported. There were no further complications reported/anticipated.